Event description:
Hypersensitivity reaction to cordis cypher sirolimus-eluting coronary stent resulted in migratory pain in joints to point where pt had difficulty walking. Broke out in hives, had low grade fever between 99.5 and 101 degrees. Went to emergency room and was told pt had a virus and problem was not related to stents. Went back to emergency room several days later when condition worsened and was again told not related to stents and that pt had a virus. Went to primary dr who referred pt to rheumatory dr. All blood test proved negative for lyme's, parvo virus or other type virus. Spoke with cardiologist who stated pt was having a reaction to stents. Pt in turn spoke with rheumatory dr who after some research agreed with cardiologist. Was given indomethacin 50 mg 3 x's a day to help with fever and inflammation in joints. Also took benadryl for hives. Medication helped keep problem in check however if pt missed a dose problem started to return. Was told that the medication from the stent would stay in system for 30 days after which problem should subside until it went away.